Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found squeezed and deformed 16 cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve. Furthermore, cuts into the insulation were found at the same above-mentioned region. These cuts probably occurred when removing the suture sleeve. The fixation helix was found bent. The deformation probably occurred during the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lbba pacing lead was explanted due to late perforation into the lv. Should additional information become available, this file will be updated.